Event description:
The field service engineer (fse) while servicing this device found it would not calibrate etco2. There was no patient involvement. The field service engineer (fse) while servicing this device found it would not calibrate etco2. The device needs an etco2 module. While servicing the device it was determined that the etco2 module requires replacement. It was replaced. The device passed testing and was put back into service.